Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately tortuous and mildly calcified lesion in the distal circumflex. The 2.50x23mm rx alpine stent delivery system (sds) was prepared for use prior to removing the protective sheath; however prior to inserting into the patient, it was noted the stent was not on the balloon. The sds was replaced with another device to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was able to be confirmed. Reportedly, the stent delivery system was prepared for use prior to removing the protective sheath. Per the xience alpine everolimus eluting coronary stent system instructions for use, states to remove the device from the foil and inner pouches, remove the mandrel and protective sheath then remove air from the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to use error, as it is likely that applying negative pressure during sheath removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.